Event description:
A patient was implanted with the light adjustable lens (lal, sn (B)(6), +20.5d) on 05/18/2023. The patient had one light treatment on (B)(6) 2023 and did not return for additional light treatments. The patient presented in clinic approximately 18 months after the implant date complaining of blurry vision. The patient reported not complying with rxsight uv spectacle wear following implant surgery.  During the slit lamp exam, the physician noted a central circular haze, consistent with zone formation. The lal was explanted on (B)(6) 2024 and replaced with another lal (sn (B)(6), +20.5d).

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).